Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy on the riata lead. Increasing pacing threshold and pacing impedance were also noted. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 56.0cm was returned for analysis. External insulation abrasion was noted at 26.0-26.8cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was damaged during explant at this location. External insulation abrasion was noted at 25.9-26.9cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 40.8-41.0cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.2-8.7cm, 10.5-10.7cm, 12.1-13.0cm, and 24.0-25.6cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 32.9-33.6cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 4.3-4.4cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 21.5-22.5cm from the distal tip. The re conductors were broken at this location, consistent with the field observation of increased threshold and pacing lead impedance.